Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a sharp opening in the plug strap disk shell. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the plug strap disk shell assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.